Manufacturer narrative:
Qn(B)(4). The customer returned one full 870-98kit circuit for investigation. During visual inspection, a large melted section was observed. The melted section had melted all the way through the tubing. It was observed that there were no breaks or bunches of wires in the tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with blue stripes. The complaint has been confirmed, the tubing was melted. The melted section of the tubing was located at 6.5" from the straight connector end. The melted portion of tubing measured approximately 4.25" in length. A functional inspection could not be carried out due to the condition of the sample. The resistance of the circuit was measured to be 13.6 ohms, which is within specification of 12.8-14.3 ohms. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. Since all heated wire circuit product codes are inspected 100% before leaving the manufacturing facility, it is unlikely that the failure was present at the time of release. The root cause for the failure is unintentional user error. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the circuit melted on a bipap in pediatric unit". No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the circuit melted on a bipap in pediatric unit". No patient harm or injury reported. The condition of the patient is reported as "fine".